Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. A review of the device history records was not performed because no lot number was provided. Placeholder.

Event description:
It was reported that a drill bit broke while drilling and the screw broke during the insertion. This is report two of three reports for complaint (B)(4).